Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit broke during surgery.

Manufacturer narrative:
The unit was returned and the failure mode was confirmed. The device was visually inspected and based on the failure it appears that excessive bending force was applied to the tip of the device during drilling. The section that broke is .89" inches thick of 17-4 ph stainless steel. Breakage is indicative of excessive force applied to the drill. In addition, the distal bushing is designed so that the section of the drill that broke should not be able to exit the guide. This would further imply misuse of the device. Overall, it is likely that user error is the cause of this failure. In sum, unit was returned and the failure mode was confirmed.

Event description:
It was reported that the unit broke during surgery.